Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR: sterile part 412.214s, lot l734547: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: january 18, 2018. Expiry date: january 01, 2028. Non-sterile part 412.214, lot l718618. Manufacturing site: mezzovico. Release to warehouse date: january 03, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: it can be stated, as described in the complaint, that due to the extraction method used, the locking screw head is completely removed. The same is true for the features of the plate hole. Since the locking screw was extracted using a drill bit, the screw head and the plate hole are missing all the relative features. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The root cause of the blocked screw cannot be determined because of the damage caused on the implants during the extraction with a drill bit. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device evaluated by MFR, event problem and evaluation codes: the device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an implant removal and bipolar hip arthroplasty was performed with femoral neck system (fns) instrument set and a carbide drill bit due to an implant cut-out. Initially, the patient had an implantation for femoral neck fracture using with fns on (B)(6) 2018. However, on an unknown date, the hospital found out that bolt and anti-rotation screw were about to cut-out. Thus, on (B)(6) 2019, a reoperation was done and during revision, the locking screw could not be rotated because the screw and the plate locked firmly. So, the surgeon removed an anti-rotation screw and bolt first, and moved on to the locking screw by breaking the screw head with an unknown carbide drill bit and removed the plate. Unfortunately, the surgeon took an extra time to extract the fragment of the locking screw since it was held so tightly on the contralateral cortical bone as well as no extraction bolt was prepared. Therefore, the surgeon made a wide hole around the fragment using an unknown k-wire and extracted the fragment using an unknown needle-nose pliers. The surgery was delayed by more than 30 minutes. The surgeon commented that if the surgeon were to operate the first surgery, the bipolar hip arthroplasty should have been chosen because the osteosynthesis was not so required in this case. The surgeon thought that there was no problem with the device. The patient is in the hospital and will then be discharged. Concomitant devices: fns bolt (part #: 04.168.290, lot #: l444329, quantity: 1). Anti-rotation screw (part #: 04.168.490, lot #: l600398, quantity: 1). Carbide drill bit (part #: unknown, lot #: unknown, quantity: 1). This complaint (B)(4) captures the intra-operative event, while (B)(4) captures the post-operative event. This report is for one (1) locking screw. This is report 2 of 2 for (B)(4).